Manufacturer narrative:
(B)(4). The guide wire was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the visibility issue. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported event for this lot. A review of the complaint handling database was performed and identified no similar events for this lot. Although a product issue was identified, it does not affect a larger population. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.

Event description:
It was reported that the balance middleweight (bmw) universal guide wire was advanced into the patient anatomy to treat the target lesion in the mildly calcified proximal to mid right coronary artery (rca). It was noted that the 3 cm tip of the device was not radiopaque and was not visible under angiography. The proximal marker and platinum weld were visible, but the rest of the tip was not. The physician continued the procedure using the bmw universal guide wire and there were no issues noted advancing devices over the guide wire. A 3.0 x 38 mm xience xpedition stent was deployed to treat the target lesion. There was no adverse patient effect and no clinically significant delay. No additional information was provided.